Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard anterior stabilized bearing, catalog #: 189100, lot #: 174240; vanguard cr ilok femoral, catalog #: 183010, lot #: j6225273; biomet cc I-beam tray, catalog #: 141225, lot #: j6140075. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-06032, 0001822565-2018-06033, 0001822565-2018-06034. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right knee arthroplasty. Subsequently, patient is experiencing swelling and a popping sound.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed. No devices were returned as they remain implanted. Review of the device history records (DHR) identified no deviations or anomalies. A definitive root cause cannot be determined. If any further information is found which would alter or change any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.